Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer was able to reload a cartridge on their own before troubleshooting with customer support began, resolving the issue.